Manufacturer narrative:
Date of event: (B)(6) 2019 - used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgment occured. The target lesion was located in the iliac artery. A 6.0mm x 60mm x 135 cm express ld stent was advanced for treatment. However, it was noted that the stent came off the balloon. The procedure was completed with another of the same device. There were no patient complications were reported and the patient was fine.